Event description:
It was reported that this single coil implantable defibrillation lead exhibited elevated shock impedance measurements, including a high out of range measurement of 129 ohms. Technical services discussed the options of continued monitoring and increasing the alert threshold. Additional testing was also discussed if the impedance measurements continue to increase. The local area field representative was contacted for additional information. At this time, no further evaluation has been performed in clinic and the lead will continue to be monitored. No adverse patient effects were reported.